Event description:
The customer contacted carefusion technical support to report "auto peep and low pip alarms". Audible and visual alarms were present. The ventilator was on a patient at the time of the event. There was no harm to the patient. The patient was switched to another ventilator. Field service was requested.

Manufacturer narrative:
(B)(4). Carefusion technical supported dispatched a field service representative to the user facility. The field service representative evaluated the unit, and determined that the root cause of the reported event, was a defective flow sensor, and diaphragm. He swapped flow sensors, and diaphragms from another ventilator and the problem resolved. He ran operational tests to confirm performance. The ventilator passed all tests, and was ready to be placed back into service. A request for additional information regarding patient involvement/ patient information was sent to the customer on february 25, 2015. As of march 13, 2015, carefusion has not received any further information pertaining to the patient.